Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer reported that he had been getting these error motor drive and my sugars have been off the wall. The customer¿s blood glucose was 365mg/dl and gave himself a bolus to lower it and also has needles. The customer¿s current blood glucose is 277mg/dl. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. The customer does not feel the need to do the tests since he just changed his whole infusion sets. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.